Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the pain and burning sensation issue. Reportedly, the patient felt that the cellphones may have caused the issue and was then referred to the health care professional (hcp) to review patient's data. All available information indicated that the ICD remains in service. There were no additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture additional information.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited pain and burning sensation. Reportedly, the patient felt that the cellphones may have caused the issue and was then referred to the health care professional (hcp) to review patient's data. All available information indicated that the ICD along with the right ventricular (rv) lead remain in service. There were no additional adverse patient effects reported. The ICD will not be returned.